Manufacturer narrative:
A ge svc rep performed an on site investigation. The svc rep could not duplicate the problem.

Event description:
It was reported that the 9800 sys had a communication error on the workstation. No pt injury was reported.